Manufacturer narrative:
(B)(4) .

Event description:
It was reported that lead noise was observed when the patient breathed deeply. No electrical anomaly was noted. No further information is available.